Event description:
Physician performing left l4-5 and l5-s1 percutaneous discectomy, during procedure. The probe was activated per standard of care under fluoroscopy with visualization. As the physician went to remove the probe from the introducer cannula the probe needle had broken off leaving about 1/2 inch on the probe handle leaving what appear to be about 5 inches of needle remaining in the patient. The needle was visualized under fluoro and the patient had an incision made to open the area. The needle was removed entirely. Fluoroscopy confirmed entire needle removal. The patient was then closed and the procedure was not continued. Patient transferred to recovery and discharged to home outpatient.